Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was scheduled for a lead revision due to a suspected dislodgement after patient's follow up visit. After a fluoroscopy examination, it was found this lead perforated the heart wall. Lead was then repositioned. No additional adverse patient effects were reported.